Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented with iritis approximately 3 weeks after akreos mi60 implantation. This report is for the left eye. The surgeon was uncertain about the cause of the inflammation. The patient did not notice a decrease in vision, and her bcva was 20/25 for both eyes. The patient was prescribed steroids for the inflammation but was non-compliant with the treatment. Inflammation resolved and the lens remains implanted. Please reference MDR# 1119279-2011-00248 for the intraocular lens implanted in the right eye.